Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. When the crew turned on the autopulse platform, the lifeband (lot # unknown) did not retract; however, the platform did not show any error messages or fault codes. The crew powered off/on the autopulse, but the platform displayed user advisory (ua) 12 (lifeband not present), followed by the prompt: reinstall lifeband and press restart. The crew did not replace the lifeband as they were in a rush proceeding with resuscitating the patient. The crew switched to manual CPR until they arrived at a hospital, where a lucas device was used to continue CPR. No consequences or impacts on the patient. After the call, the customer removed the lifeband and discarded it without testing it in another autopulse platform. Please see the following related MFR report: MFR # (B)(4) for the autopulse platform (s/n (B)(4).

Manufacturer narrative:
The lifeband used at the time of the event was not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.